Event description:
Syncope/asystole, bruised arm, cut nose. No pacing for 15 seconds and then resumed.

Event description:
Syncope/asystole, bruised arm, cut nose. No pacing for 15 seconds and then pacing resumed.